Event description:
As reported by the user facility. Chemotherapy cytotoxin was infusing after about 5 minutes into the infusion when pt reports moisture from IV line; nurse assessed the area to find moisture along the connection the bcv and the interlink threaded cannula, both are connected on tightly and secured. Dime size area of wetness on the pt's shirt, the pt's skin is not wet. The pt's shirt was removed and placed in a chemotherapy waste bag. Skin care provided to the pt. Pt sustained no injury. The normally closed bcv was removed then infusion was restarted w/out further incidence. Add'l info provided by the facility indicated the routine connection with the b. Braun valve is the alaris primary i.v. Set to the b-d threaded lock cannula to the interlink connector to an i.v. Catheter port.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available for the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. However, an investigation into a previous incident against this part, reported by this same facility revealed the b. Braun backcheck valve acceptable. The incidents appear to be related to multiple luer connections being used in combination with the alaris sets male adapter which does not appear to be centered on the iso 594 requirement gauge.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available for the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. However, an investigation into a previous incident against this part, reported by this same facility revealed the b. Braun backcheck valve acceptable. The incidents appear to be related to multiple luer connections being used in combination with the alaris sets male adapter which does not appear to be centered on the iso 594 requirement gauge.